Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient had reported on (B)(6) 2004 that her meter kept prompting the error 4 message. This issue was not resolved with troubleshooting. During troubleshooting, it was discovered that the testing technique was not correct. She was walked through a retest, but the issue persisted. She had contacted her doctor for advice and was tested on the doctor's meter with a result of "100 something." She did not have any symptoms at the time of concern. There is no further clinical information provided. However, this meter is reported as a meter malfunction since the issue was not resolved.